Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sleeping and fell into a coma. During the time the patient was sleeping, it was reported that the cgm had a sensor error. His girlfriend called an ambulance around 7:00 pm. While waiting for an ambulance, his girlfriend tried to use their nasal emergency kit to treat the patient but without success. When the paramedics arrived, they took his blood glucose which was 23 mg/dl. They treated him with IV fluids and dextrose 50. The patient regained consciousness and recovered. The patient was not taken to the hospital. At the time of the report the patient was okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.